Event description:
Device malfunction: none. Symptoms/ae: slow cerebral blood flow. Time of ae: during procedure. It was reported that during a right internal carotid artery angioplasty and stenting procedure, following post-dilatation, slow blood flow was noted. This was felt by the physician to have been likely due to significant debris in the embolic protection device. The filter was aspirated four times using a non-abbott catheter. The blood flow improved and then normalized after filter retrieval. There was no adverse pt sequela. Though requested, no add'l info was provided. Study event.

Manufacturer narrative:
During processing of this complaint attempts were made to obtain complete event, device and pt info. The customer reported the device was discarded. The lot number was provided. A review of the finished device history record did not reveal any non-conformities which could have contributed to this complaint.